Event description:
Customer reported n issue with the spectrum monitor, which may have affected patient monitoring. No patient injury was reported.

Manufacturer narrative:
Company representative evaluated the unit. Required corrections included replacement of the unit's main board. The customer declined to repair the unit.